Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It as reported that the pump battery jumped from 15% to 40% while not connected to a power source on (B)(6) 2017. Subsequently, the customer did not charge the pump and allowed the pump battery to deplete fully on (B)(6) 2017. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose (bg) level was 258 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.